Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a dislodged flap on the right eye (od) at a post op exam. The date of treatment was on (B)(6) 2014 and the date of discovery was on (B)(6) 2017. A brief description from the surgery center indicated the patient was hit with a poster board and the flap folded under. The patient experienced loss of best correct visual acuity. (Bcva) the patient complained of blurry vision on the right eye. The flap was lifted and rinsed; smoothed and replaced to resolve the dislodged flap on the right eye. On (B)(6) 2017, at a post op exam, the visual acuity was better and the patient was feeling good. Bcva from (B)(6) 2014: right eye pre-op 20/20 -4.75 x -.75 x 15, left eye pre-op 20/20 -5.25 x -.50 x 0. Bcva from (B)(6) 2015: right eye post-op 20/20 -1.00 x .00 x 104, left eye post-op 20/20 .25 x -.75 x 115. Bcva from (B)(6) 2017: right eye post-op 20/30, left eye post-op 20/20.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.